Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. Customer was assisted in loading new cartridge using proper technique, successfully resumed insulin therapy, and was instructed to call back if alarm occurred again, which customer acknowledged and understood.